Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-10864. It was reported that the patient presented for a routine generator change out due to elective replacement indicator (eri) on (B)(6) 2019. It was noted that this patient had previously been scheduled for a generator changeout weeks prior during which a mass was discovered close to the device pocket. The mass had been removed while the device remained implanted. A biopsy revealed no cultures. During the procedure on (B)(6) 2019 for the rescheduled generator changeout, lead testing revealed no capture on the left ventricular lead and pacing lead impedance had dropped to half the normal baseline values. A chest x-ray revealed device migration in the pocket which had pulled the left ventricular lead into the coronary sinus. Electrical values for atrial and right ventricular leads were within normal range with no slack. The procedure was cancelled pending a decision by the physician for possible re-implantation on the right side. There is no further information available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information notes the system was explanted.

Manufacturer narrative:
The awareness date of the previous supplemental should have been (B)(6) 2019 rather than (B)(6) 2019 which was the procedure date.

Event description:
New information received notes the patient was discharged following the explant, had presented at the clinic for two follow ups since the event and was doing well.